Manufacturer narrative:
This follow-up report is being submitted to relay additional information.

Event description:
It was reported that a patient experienced deep vein thrombosis in distal femoral vein, popliteal vein, posterior tibial and peroneal veins approximately four weeks post right knee arthroplasty, treated with prescription anticoagulant. No additional patient consequences reported.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Procedural related complications are influenced by the 'type of surgery, patients pre-existing comorbid state, and perioperative management.' Deep vein thrombosis, or dvt, occurs when a blood clot forms in one of the deep veins of the body. This can happen if a vein becomes damaged or if the blood flow within a vein slows down or stops. Total joint patients are typically placed on medication post-operative for a period of time to prevent the development of dvt/blood clot. Even with the administration of preventive medication, dvt/blood clots can still develop. As the complaint indicated, a post-operative complication of dvt developed and medical intervention was required to treat the complication, therefore our complaint category, medical: procedure related would be appropriate. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information reported.

Manufacturer narrative:
(B)(4). Additional associated products: 00597003501 tibial component, 00595203012 articular surface use with plate 3,4 size. Customer has indicated that the product will not be returned to zimmer biomet for investigation as it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR's submitted for associated products. Links below: 0002648920-2019-00857, 3007963827-2019-00335.

Event description:
It was reported that a patient experienced deep vein thrombosis requiring medical intervention within 30 days post right total knee arthroplasty. No additional patient consequences were reported.